Event description:
It was reported the implantable neurostimulator (ins) pocket was infected, swollen, and filled with fluid. The ins was explanted and the extensions were cut and removed at the base of the head/top of the neck. Portions of the extensions remained connected to both the left and right leads. The incision site of the left lead was soft and drained of fluid. The fluid did not show signs of infection. Fluid in the scalp area tested negative for infection. The patient was given antibiotics. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant: product ID 3708660, serial# (B)(4), implanted: 2014-(B)(6), explanted: 2015-(B)(6), product type extension. Product ID 3708660, serial# (B)(4), implanted: 2014-(B)(6), explanted: 2015-(B)(6), product type extension. Product ID 3708660, serial# (B)(4), implanted: 2014-(B)(6), explanted: 2015-(B)(6), product type extension. Product ID 3708660, serial# (B)(4), implanted: 2014-(B)(6), explanted: 2015-(B)(6), product type extension. Product ID 3389s-40, lot# va0jlr4, implanted: 2014-(B)(6), product type lead. Product ID 3389s-40, lot# va0j8l1, implanted: 2014-(B)(6), product type lead. (B)(4).